Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 50 mg/dl at the time of the incident. The customer was at 119 mg/dl at the time of the call. The customer used glucose tablets, juice, food, and candy to treat. The customer believes the pump is over delivering. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer reported unexplained highs in the 400 mg/dl range and no delivery alarms. The customer reported a strong odor from the reservoir compartment. The customer also reported a low event in (B)(6) 2017 in the 20 mg/dl range. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Device was programmed with a 1.5 u/h basal rate and monitored 3 days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No possible over delivery anomaly noted and no possible under delivery anomaly noted. Device received with severely scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. Device passed the delivery accuracy test test at 0.08756 inches.

Manufacturer narrative:
Device received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device was programmed with a basal rate and monitored three days. Several bolus were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No possible over delivery anomaly noted and no possible under delivery anomaly noted. Device received with severely scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip. Device passed the delivery accuracy test.